Event description:
Procedure to remove right depth electrodes. Right frontal electrode was stuck. Required incision, enlargement of hole by using a stryker with a small cutting bur all the way down to the inner table of the skull. It appeared that one of the metal contacts was catching on the edge of the bone, preventing the electrode from coming out. Estimate increased surgery by approx 1 hr. No known injury to pt because of increased surgery time.